Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745 (serial: (B)(6); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported their controller was not doing anything and they could not shut it off when they go to sleep at night. Patient stated they tried replacing the batteries with aa batteries and charging the controller but nothing was working. Patient confirmed the green light was on the ac power supply cord. The controller went blank and unresponsive and did not come back on even when plugged into the a/c power cord. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient called back and repeated previously documented information. Patient mentioned they received the replacement controller but the controller did not arrive until monday and they couldn't sleep for 3 days. Patient mentioned the controller doesn't work and won't let them charge their implant. Patient mentioned controller shuts down when removed from the wall and controller does no power on by itself without any cord. Agent instructed patient to check for damage; no visible damage to controller port, li battery pack, ac power supply and controller compartment pins. Agent walked patient through resetting controller; no green light visible on controller but a green light was visible on the ac power supply. Agent instructed patient to try another outlet and no green light was visible on the controller. An email was sent to repair to replace the li battery pack.

Manufacturer narrative:
H3: product ID 97745 serial# (B)(6) was returned for analysis and found the lcd/case were damaged and the main board had corrosion to the pcbs in the unit. Product ID 97745bp serial# (B)(6) was returned for analysis and found the battery pack was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.